Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing low impedance readings. It was stated the impedances were <50 ohms on pairs 1/12 and 2/13. It was stated the 8-15 lead had migrated, and the pt was complaining of muscle spasms at the pocket. Additional information has been requested, a follow-up report will be sent if additional information becomes available.